Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3mm x 20mm x 144cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.